Manufacturer narrative:
Product complaint # (B)(4). Batch number: p5819z. Investigation summary: pan disengaged right proximal hooks. Sled fully distal. Reset mark present. Missing 11 right double and 3 right single drivers. Staples present in all pockets missing drivers. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # p5819z. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that the surgeon did their first firing. The device was handed off, unloaded/reloaded and handed back to the surgeon. The surgeon didn't realize it and unloaded it and put it on the stand. It was pointed out it was a new cartridge and the surgeon reloaded it. Then after firing, on one side of the staple line, there were multiple staples completely missing from the staple line. Afterwards, took the cartridge and noticed the one-side of the cartridge pan was a little dislodged. Upon removing the pan, saw that multiple drivers were completely missing - nowhere to be found. There was no patient involvement.